Event description:
Cracked venous connector. Tried to aspirate, but was unable to. Tried to flush saline, then crack in hub was noted at that time as saline squirted out. Will do temporary repair, then will remove and replace catheter when surgeon is available.